Manufacturer narrative:
Continuation of d10: product ID 3708140 lot# serial# (B)(6) implanted: explanted: product type extension product ID 977a275 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(6), ubd: 24-oct-2029, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(6), ubd: 24-nov-2029, UDI#: (B)(4) h6 codes belong to the lead and extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the distributor reporting that there was an extension malfunction, screw loosening was identified intraoperatively. A new extension was used instead on the same day and the procedure was completed. Additional information received reported that there was a lead malfunction, abnormal lead electric resistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received noting that abnormal resistance resolved with replacement. Additional information was received. It was noted there was a lead and extension malfunction. The distributor notified that excessively high lead impedance was identified intraoperatively. A new lead was replaced on the same day and the procedure was completed. The issue was resolved at the time of report. The customer was notified the product should be returned.